Event description:
The customer reported that there were burns marks on the patient¿s skin following eeg (electroencephalograph ¿ brain electrical activity) monitoring. It was also reported that it was speculated that the burn marks occurred as a result of defibrillation that occurred while the eeg electrodes were attached to the patient.

Manufacturer narrative:
The customer reported burns to the patient¿s skin at the application site(s) of the eeg electrodes. There is no information currently available to confirm that this was not a serious injury and that treatment of the reported burns was not required. Therefore, we are conservatively considering this to be a serious injury and will report this to meet the reporting deadlines. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer reported burns to the patients¿ skin at the application site(s) of the eeg electrodes following eeg (electroencephalograph ¿ brain electrical activity) monitoring. The investigation found that there was no emergent treatment required and there was no permanent injury or impairment occurring from this incident. Therefore, we are not considering this to be a serious injury. A return material authorization was provided to the customer for the return of the m1931a reusable electrodes for evaluation. However, no material has been received in andover for evaluation. Therefore, we could not confirm the reported problem. The ECG electrodes remain at the customer site. No additional action is warranted.

Event description:
The customer reported that there were burns marks on the patient&#38112;skin following eeg (electroencephalograph &#14338;rain electrical activity) monitoring. It was also reported that it was speculated that the burn marks occurred as a result of defibrillation that occurred while the eeg electrodes were attached to the patient. Additional information was received from the field indicating that the burns (red marks) were considered to be mild in severity and that there was no indication that treatment was required. Also, no permanent injury or impairment was expected.